Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstruation"), polymenorrhoea ("frequent menstruation"), adenomyosis ("adenomyosisi/endometriosis of uterus") and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, polymenorrhoea, adenomyosis and ovarian cyst outcome was unknown. The reporter considered adenomyosis, menorrhagia, ovarian cyst, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2012 procedures: total laparoscopic hysterectomy davinci robotic assistance. Left ovarian cystectomy laparoscopic, davinci robotic assistance. Laparoscopic bilateral risk- reduction salpingectomy, davinci robotic assistance. There was no evidence of any endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: mr received: lot number was added, case become incident, previously reported event injury to herself was deleted, newly added events- pelvic pain, excessive and frequent menstruation, adenomyosis, endometriosis, left ovarian cyst, essure removal date was added and insertion date were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 731604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstruation"), polymenorrhoea ("frequent menstruation"), adenomyosis ("adenomyosis/endometriosis of uterus") and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, polymenorrhoea, adenomyosis and ovarian cyst outcome was unknown. The reporter considered adenomyosis, menorrhagia, ovarian cyst, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2012 procedures: 1. Total laparoscopic hysterectomy davinci robotic assistance. 2. Left ovarian cystectomy laparoscopic, davinci robotic assistance. 3. Laparoscopic bilateral risk- reduction salpingectomy, davinci robotic assistance. There was no evidence of any endometriosis. Lot number:731604 ,manufacturing date:2010/04 , & expiration date:2013/04 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.